Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus received a medwatch report (mw5114932) through the mail which stated: "surgeon was using the 200 micron single use olympus thullium laser after 5:36 minutes of use the fiber fractured which created a flame at the area of the fiber where the fiber connects to the hub which connects to the laser machine." The procedure was a therapeutic lithotripsy. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the event reported against the laser machine, soltive premium superpulsed laser system. The event associated with the fiber break is captured under patient identifier "(B)(6)."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the laser console provided energy as expected. It's likely the event (fiber break/fiber flame) occurred due to mis-handling of the laser fiber. See patient identified (B)(6) for more information regarding the fiber. However, the subject device (laser console) was not returned for evaluation and a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.